Event description:
The customer reported via phone call that they had excessive no delivery alarms on the insulin pump. It was found the alarm occurred during a bolus delivery. Customer stated they were unable to perform a fixed prime. The customer's blood glucose was 197 mg/dl. The customer stated they removed the battery on the insulin pump due to the constant beeping noise. The customer also reported a failed battery test alarm occurring. The customer was unable troubleshoot at the time of the call due to the failed battery test alarm. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.